Manufacturer narrative:
The diamondback coronary orbital atherectomy device (oad) was received at csi for analysis. Visual examination did not reveal any damage, and when tested the oad functioned as intended. At the conclusion of the device analysis investigation, the perforation, slow/no-reflow and st segment elevation events could not be confirmed. There was no damage or abnormalities identified during analysis that would have contributed to the reported events. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4)

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information including the patient demographics and event details have been requested but has not yet been received. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the mid left anterior descending artery. The vessel was primary wired with a viperwire guide wire, and treatment with the diamondback coronary orbital atherectomy device (oad) was performed for several passes on low speed. After treatment, a vessel perforation was identified. Three coronary stents were placed, however effusion was still observed and an intravascular ultrasound revealed slow/no-reflow and st segment elevation. An echocardiogram was called and pericardiocentesis was performed. The patient re-stabilized without additional treatment, and remained hemodynamically stable following the procedure.